Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was attempted to be used in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during the index procedure, the balloon burst during the first inflation after the implantation of 3 non-medtronic devices. Alternatively, another rel46j was used and the procedure was completed without issue. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.